Event description:
Additional information was received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard tones being emitted from the device and went to the clinic. When the ICD was interrogated, a fault code was dsplayed indicating an issue with the device's battery voltage. No adverse patient effects were reported. A memory download was performed and sent to boston scientific technical services (ts) for further evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time, the device remains implanted and in service. Once any additional information does become available, this report will be updated.

Event description:
--

Event description:
Boston scientific engineering reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for 28 days. Beyond that time, therapy could not be guaranteed. At this time, the device remains implanted and in service. Once any additional information does become available, this report will be updated.